Event description:
Had silicone breast implants put in for reconstruction for breast cancer in (B)(6) 2013. They are mentor round smooth high profile, around 500 cc's. In 2015, I started having bad fatigue and joint pains. In (B)(6) 2016 I was diagnosed with seropositive rheumatoid arthritis. Around (B)(6) 2017, my left breast started getting very hard and is changing shape. I know it is capsular contracture and it feels like the implant is stuck to my chest wall and is causing a lot of pain, and the bottom of the breast is cold. I lost my job due to the severe fatigue and rheumatoid arthritis in (B)(6) 2017. I'm hoping to have them explanted in (B)(6) 2019.